Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the cce management console and confirmed that the services were running, with no queued messages and no disconnections. The tss also checked the application server, ran a site down query that showed the site as connected. No issue was found, so the case was closed. The system functioned as intended technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient and orders did not cross over on multiple stations. Customer stated that the user placed the station on co as of that time. However, there were no delays or adverse events or injuries reported based on this event.